Event description:
Procedure type: unk, pt sex:unk. Reportedly, the balloon detached from the cannula and would not fit on the tissue. Nothing fell in the surgical cavity, incision and surgical time were not extended. A new device was used to complete the procedure. No pt injury was reported.